Event description:
A patient reported blood glucose results of "148 mg/dl and 109 mg/dl" with a lifescan meter, performed within 10 minutes of each other.the meter, test strips and control solution were replaced.